Event description:
User reports no response from bladder sys. A recent x-ray showed that she has a fracture at l1 and may require surgery. The pt will f/u with the surgeon. Approximately 11 days later, extracts of message from dr.: the user has developed a pseudarthrosis or charcot joint in her spine at the level of t12/l1. This is not directly related to the vocare sys which is implanted at a lower level of the spine. It is possible, though not certain, that it could be related to the surgery for posterior rhizotomy. She is getting an MRI of her spine and when the results of this are known, she would like to come, if this is appropriate, to see about getting the spine stabilized, if necessary, and seeing if the vocare can be made to work again. It is possible that the vocare is not producing the results because some of the nerves have been compressed in the spine.

Manufacturer narrative:
Dr. Has indicated that this is not directly related to the vocare sys which is implanted at a lower level of the spine. It is possible, though not certain, that it could be related to the surgery for posterior rhizotomy. As the posterior rhizotomy is performed as part of the procedure to implant vocare, we have decided to err on the side of caution and report the event.